Manufacturer narrative:
A philips field service engineer evaluated the unit, confirmed the failure, and resolved the reported failure by replacing the leads ECG connector.

Event description:
The customer reported 12-lead ECG v5 signal loss which could delay diagnosis or treatment. There was no report of pt involvement.